Event description:
"It was a case done several months ago, a young female patient with proximal ureteral stone. The access sheath went up easily. However, as we tried to take the obturator out, there was some mild resistance. At the end of the uneventful laserlithotripsy, we saw that there was some mild injury to the ureter, so we put a stent up. The patient had the stent in for 1 month, and it was removed in clinic. The patient presented 2 weeks later with renal colic and hydronephrosis. We were not able to get a stent back up, and had interventional radiology put an antegrade stent down from the kidney. Currently she is due to come back to have the stent exchanged and do a retrograde. But because of her young age, the recurrence of a ureteral stricture is great-- so I will most likely have to do a ureteral reconstruction. We think it is a combination of factors that caused this-- it is not completely unusual to have some ureteral injury when placing a ureteral access sheath. However, I do think that there is a slight gap between the obturator and the sheath that causes a bit of the tissue to catch in the ureter sometimes which may have caused the injury." Most likely have to do a ureteral reconstruction.

Manufacturer narrative:
The product was not returned by the customer, a proper evaluation could not be performed. Product from current stock to be pulled and evaluated along with continued attempts to contact the physician for additional information.